Manufacturer narrative:
The production device history record (DHR) for this iabp was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the ECG trigger was not able to capture all the qrs, despite changing out the EKG lead patches several times and ensuring a-line patency. Customer switched to another pump and requested for service to look at the 1st pump. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the ECG trigger issue. However, as a precautionary measure, the fse replaced the front end board to ensure the issue would not resurface. The iabp passed all functional and electrical safety tests according to factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the (B)(4) intra-aortic balloon pump (iabp) was in use on a patient, the ECG trigger was not able to capture all the qrs, despite changing out the EKG lead patches several times and ensuring a-line patency. Customer switched to another pump and requested for service to look at the 1st pump. There was no adverse event reported.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the ECG trigger was not able to capture all the qrs, despite changing out the EKG lead patches several times and ensuring a-line patency. Customer switched to another pump and requested for service to look at the 1st pump. There was no adverse event reported.